Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on (B)(6) 2022. During the procedure, after the balloon was used to dilate for the fifth time, it was noticed that the balloon had a filling defect. The balloon was then removed from the scope and a pinhole was noted. The procedure had already been completed with the original device when the pinhole was discovered. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on august 5, 2022. During the procedure, after the balloon was used to dilate for the fifth time, it was noticed that the balloon had a filling defect. The balloon was then removed from the scope and a pinhole was noted. The procedure had already been completed with the original device when the pinhole was discovered. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Additionally, the guidewire was found that the tip bent. Functional analysis was performed and the balloon was inflated without a problem however, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 16mm from the tip. With all the available information, boston scientific concludes the reported event was confirmed. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure, could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.